Event description:
It was reported that during equipment testing conducted at the user facility, the handpiece overheated and the plastic sleeve melted. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the threads of the angle nut were found to be over-torqued. Repeatedly over-torquing the angle nut can cause it to break as well as cause the handpiece to be misaligned, which was identified as a probable cause of the reported overheating. The device could not be repaired.

Event description:
It was reported that during equipment testing conducted at the user facility, the handpiece overheated and the plastic sleeve melted. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the device is received and the quality investigation is completed, if additional information is obtained and requires reporting. : device not returned to manufacturer at this time.